Event description:
It was reported that following a non-device related surgery, the patients ipg was no longer holding a charge and was unable to connect to the clinicians programmer (cp). The patient underwent an ipg replacement procedure and was dong well post-operatively.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) of 2021.

Manufacturer narrative:
Sc-1160( sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that following a non-device related surgery, the patients ipg was no longer holding a charge and was unable to connect to the clinicians programmer (cp). The patient underwent an ipg replacement procedure and was dong well post-operatively.